Event description:
The caller reported that the pilot balloon would not inflate the cuff. This was discovered during patient use. Extubation and reintubation of replacement tube was required.

Manufacturer narrative:
Part number# 317-75 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.